Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a transjugular intrahepatic portosystemic shunt (tips) procedure using ruby coils and non-penumbra microcatheter. During the procedure, the physician was unable to advance a ruby coil through the tip of the microcatheter. Therefore, it was removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.